Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's lights were consistently flashing on front panel. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty scope socket. A definitive root cause of the reported event could not be identified. Based on the results of the investigation, it is likely due to a component failure. Olympus will continue to monitor field performance for this device.